Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2016, a 21mm trifecta gt final package - wr was implanted in a patient. The implantation was successful and the device functioned until it suddenly stopped functioning in (B)(6) 2023. At that time, the patient began experiencing extreme fatigue, heart palpitations, and shortness of breath. A cardiac angiogram was performed which demonstrated significant aortic regurgitation due to malfunctioning flaps on the valve. A removal and replacement of the device was scheduled immediately thereafter. The removal and replacement procedure took place on (B)(6) 2023. The valve was replaced with a non-abbott device. The patient is stable, no additional information was provided.

Manufacturer narrative:
An event of extreme fatigue, heart palpitations, and shortness of breath was reported. A cardiac angiogram was performed that demonstrated significant aortic regurgitation due to malfunctioning flaps on the valve. It was reported that a 21 mm trifecta valve was implanted in the patient in (B)(6) 2016. The implantation was successful, and the device functioned until (B)(6) 2023. The valve was explanted and replaced with a non-abbott valve in (B)(6) 2023, and the patient was reported as stable. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported event is consistent with structural valve deterioration (svd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. Reportedly, the valve implantation was successful with limited implant-related information. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) could not be confirmed as the valve was not returned for histopathological examination. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Correction to section e. Initial reporter.